Event description:
It was reported that non sustained ventricular oversensing episodes were observed via merlin.net transmission. The ICD was reprogrammed and no further episodes have been noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.